Manufacturer narrative:
The third party service agent returned the removed parts to physio-control for further evaluation.  The cause of the reported issue was determined to be due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue.  The service agent observed that the device would not complete the boot-up process and had a white display.  The service agent then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation. (B)(4).

Event description:
It was reported to a third party service agent that the customer's device had a service indicator present, as well as an intermittent white display. `white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. &#1288;ere was no patient use associated with the reported event.